Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported event was investigated and it determined that dampening occurred due to small vessel. It was reported on 04apr2024, no second sensor would be implanted. He device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
A right heart catheterization and angiogram were performed on (B)(6) 2024 to investigate the cause of dampening. The physician did not identify any results from the procedure that could have contributed to the dampening.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.